Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n331053, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The patient reported their implantable neurostimulator was not working. If additional information becomes available, a follow-up report will be submitted.